Manufacturer narrative:
The device is scheduled to be returned for analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient exhibited diaphragm and pocket stimulation following a coronary artery bypass graft (CABG) procedure in which a magnet was being used. The device was interrogated and it was determined that the device reset to safety core which can cause unipolar pacing and occurrences with diaphragm or pocket stimulation. The local area sales representative and physician suspect the cautery used during the CABG procedure caused the device to go into safety core reset. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, cognis/teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.